Event description:
It was reported that tandem mobi cartridge alarm occurred and issue did not happen during cartridge loading or as repeated alarm for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded cartridge, resumed insulin delivery, and no further corrective actions were reported.